Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in a moderately tortuous and mildly calcified left circumflex (lcx) artery. After a guidewire crossed the lesion, dilation was performed using a 3.5mm non-bsc balloon catheter then a 3.50x24mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. Dilation was performed again using the same 3.5mm non-bsc balloon catheter and device was re-advanced but still it was unable to cross. The physician attempted to re-advance the device with a support of a non-bsc guide extension catheter but still it was unable to cross. Outside of the patient's body, the device was checked and it was noted that the distal edge of the stent struts were lifted. The procedure was completed with another 3.5x24mm synergy¿ stent. No patient complications were reported and the patient's status was good.